Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib), a farawave pulsed field ablation catheter was selected for use. The catheter could not be irrigated during insertion. The catheter was replaced with a new catheter and the procedure was continued. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.